Manufacturer narrative:
During the quality investigation testing, the customer's complaint was not duplicated; the device ran well and it passed all the quality testing. Further investigation revealed a broken mid speed motor and the press plug. The motor was identified as the probable cause of the failure. The faulty parts were replaced and the device was repaired, cleaned, lubed adjusted and returned to the customer.

Event description:
A stryker micro oscillating saw was sent in for repair because it was running on its own while in safe mode during a procedure. The procedure was completed with the same saw; no adverse event was reported.